Event description:
It was reported that the patient's device had a power on reset occur. The reset was found during a remote monitoring session. The patient was brought into the clinic and the warning message was cleared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device experienced a critical random access memory (ram) parity error power on reset (por) on (B)(6) 2012 in location "0f 06". The device should be able to recover from the event and continue normal function.